Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. After reviewing the signals in the run data file, it cannot be ruled out that high number of access alerts that occurred throughout the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. (B)(6). The disposable set is not available for return because it was discarded by the customer.